Event description:
It was reported that during a da vinci-assisted surgical procedure, an m-11 error occurred on the integrated electrosurgical unit erbe generator. The customer had replaced the erbe generator with a third-party generator to continue the case. The procedure was completed with no reported injury. Intuitive surgical (is) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the system had powered on without errors or functional issues. To attempt a resolve the issue the customer had replaced the energy cables and the neutral electrode. The customer confirmed that they swapped in an erbe icc 300 generator to complete the case.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu energized and cauterized and all ports recognized instruments on system. The iesu has no significant scratches or dents. The front bezel is in decent condition. C-34/c-48 errors occurred during startup. The iesu will be returned to the original equipment manufacturer. Root cause is attributed to c-34/c-38 errors during use.